Manufacturer narrative:
(B)(6).

Event description:
The manufacture's field service engineer (fse) reported that upon startup of the device, it displays error code message of machine and proximal pressure sensors failed. There was no patient involvement.